Manufacturer narrative:
This device was originally thought to be available for return and evaluation but is now not available for return from the hospital. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. (B)(4): product now unavailable.

Event description:
The physician removed a px400 j shaped microcatheter from inventory and during preparation of the device for use, discovered that the tip of the microcatheter was actually a straight configuration.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.